Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: instrument snapped in 2 pieces, when applying sideways pressure to handle. This incident had no impact to the patient, they just picked up a new handle.